Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported the catheter tip is contaminated with a foreign material. To aid in the investigation, one sample in a sealed packaging blister was received for evaluation by our quality team. A visual inspection was performed, and the syringe plastic cap has embedded degraded resin. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 309620, lot 4172759. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received

Event description:
Material#: 309620. Batch#: 4172759. Verbatim: concern description: catheter tip is contaminated with foreign material. Additional information no; the contamination was detected before the product was opened and was not used.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.